Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
Description summary: according to the published case report, "explant of uncovered nitinol aortic arch stent after deployment for acute type a aortic dissection: a case report," physicians at mcgill university health centre in montreal, quebec, canada, reported a case involving a 51-year-old male who underwent emergent repair of acute type a aortic dissection with implantation of an ascyrus medical dissection stent (amds) 55-55 mm. Follow-up cta on postoperative day (pod) 30 reportedly demonstrated a distal anastomotic new entry (dane) with a dissection flap extending into the innominate artery and progressive dilation of the aortic arch. The amds was subsequently explanted during a reoperation that included total arch replacement and frozen elephant trunk implantation. The patient reportedly recovered and was discharged in stable condition. Device problem summary: the reported device-related issue was the development of a distal anastomotic new entry (dane) following implantation of an amds. Imaging reportedly demonstrated an entry tear at the distal anastomosis, with extension of the dissection flap into the innominate artery, resulting in progressive dilation of the aortic arch and necessitating device explantation. Patient impact summary: the patient experienced postoperative persistent fever of unknown source, resistant hypertension requiring multiple antihypertensive medications, distal anastomotic new entry (dane), extension of the dissection flap into the innominate artery, progressive dilation of the aortic arch, and progression of aortic disease requiring reoperation consisting of amds explantation, total arch replacement, and frozen elephant trunk implantation. The patient subsequently recovered and was discharged in stable condition. Adverse events identified: persistent postoperative fever resistant/refractory hypertension distal anastomotic new entry (dane) extension of the dissection flap into the innominate artery progressive aortic arch dilation reoperation (stent explantation, total arch replacement, and frozen elephant trunk implantation) investigation summary statement: this investigation is relegated to amds 55-55, serial number unknown (2026), with an allegation of distal anastomotic new entry (dane) following implantation, resulting in extension of a dissection flap into the innominate artery, progressive aortic arch dilation, and subsequent device explantation.